Manufacturer narrative:
The cholesterol reagent lot number was 89815601 with an expiration date of 30-apr-2026. The glucose reagent lot number was 89596701 with an expiration date of 31-oct-2026. The triglycerides reagent lot number was 90988301 with an expiration date of 30-sep-2026. The hdl-cholesterol reagent lot number was 87041601 with an expiration date of 31-mar-2027. The urea/bun reagent lot number was 91123801 with an expiration date of 31-may-2026. The calibration data for the assays were reviewed, and no issues were observed. The customer provided that the qc data for all the assays were out of range. The alarm trace did not show any abnormalities. The field service engineer (fse) detected a failure in the analog-digital converter (adc) board. He replaced the adc board and performed an adc photometer adjustment. Photometer check, cell blank, and precision studies were performed, and they were within specifications. No further issues were reported after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation about discrepant results for 11 patients' samples tested with cholesterol gen.2 assay, glucose hk gen.3 assay, triglycerides assay, hdl-cholesterol gen.4 assay, and urea/bun assay on a cobas 8000 c702 module. Sample 1: cholesterol: initial result: 516 mg/dl. Repeat result: 167 mg/dl. Glucose: initial result: 326 mg/dl. Repeat result: 123 mg/dl. Triglycerides: initial result: 612.5 mg/dl. Repeat result: 89 mg/dl. Sample 2: cholesterol: initial result: 522 mg/dl. Repeat result: 170 mg/dl. Glucose: initial result: 391 mg/dl. Repeat result: 187 mg/dl. Triglycerides: initial result: 648.3 mg/dl. Repeat result: 128 mg/dl. Sample 3: triglycerides: initial result: 576.3 mg/dl. Repeat result: 48 mg/dl. Sample 4: glucose: initial result: 321 mg/dl. Repeat result: 87 mg/dl. Sample 5: cholesterol: initial result: 540 mg/dl. Repeat result: 192 mg/dl. Triglycerides: initial result: 769.8 mg/dl. Repeat result: 246 mg/dl. Sample 6: cholesterol: initial result: 542 mg/dl. Repeat result: 201 mg/dl. Hdl-cholesterol: initial result: 112 mg/dl. Repeat result: 40 mg/dl. Triglycerides: initial result: 653.1 mg/dl. Repeat result: 129 mg/dl. Sample 7: urea/bun: initial result: 70 mg/dl. Repeat result: 8 mg/dl. Glucose: initial result: 364 mg/dl. Repeat result: 125 mg/dl. Sample 8: glucose: initial result: 519 mg/dl. Repeat result: 292 mg/dl. Sample 9: glucose: initial result: 296 mg/dl. Repeat result: 58 mg/dl. Sample 10: glucose: initial result: 345 mg/dl. Repeat result: 107 mg/dl. Sample 11: cholesterol: initial result: 545 mg/dl. Repeat result: 197 mg/dl. Hdl-cholesterol: initial result: 124 mg/dl. Repeat result: 51 mg/dl. Triglycerides: initial result: 661.7 mg/dl. Repeat result: 140 mg/dl. The customer observed photometer alarms and questioned the initial results, prompting the repeat of the samples on a vitros analyzer in a different laboratory. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct and were reported outside the laboratory.